Manufacturer narrative:
One medfusion 3500 syringe pump was returned for analysis. The device history log was reviewed; revealed that a check clutch/plunger lever, acu watchdog, and primary audible alarm post errors in history. Functional testing was performed by starting unit up, performing flow testing and occlusion testing. After checking the event history log, it was noted that the clutch was released during an infusion; causing the check clutch/plunger lever error. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical medfusion 3500 syringe pump displayed check clutch plunger lever system and failure primary audible alarm. There were no reported adverse effects.